Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
This is filed to report the clip opening during establishing final arm angle. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip delivery system (cds) was positioned in the left atrium and the leaflets were grasped. While attempting to establish final arm angle (efaa) the clip opened approximately 45 degrees. Troubleshooting was unsuccessful and the clip was replaced. One clip was implanted reducing the mr to a grade of 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement associated with clip open during establishing final arm angel (efaa) was unable to confirm via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the available information, a cause for the reported unintended movement associated with clip open during efaa cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed for the clip opening during establishing final arm angle (efaa). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. All devices were prepared and used in accordance with the instructions for use (IFU). One clip delivery system (cds) was positioned in the left atrium and the leaflets were grasped. While attempting to establish final arm angle (efaa) the clip opened continuously to approximately 45 degrees. Troubleshooting was unsuccessful and the clip was replaced. One clip was implanted reducing the mr to a grade of 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.